Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to go to the ER due to high blood glucose. During high blood glucose troubleshooting, the customer¿s blood glucose was 453 mg/dl and her current blood glucose is 423 mg/dl. And he treated with a bolus. Her symptoms were nausea. The customer was admitted on (B)(6) 2017 with the blood glucose of 538 mg/dl. The customer was hot all over and had been vomiting. His doctor stated that the pump was not working. The customer was wearing the pump at the time of his hospitalization. He was told to change his infusion set and was given more insulin. He declined to perform the high-pressure test and was advised to change the entire set, reservoir and insulin and to treat per his doctor¿s orders. The customer also mentioned that he had experienced sensor glucose versus blood glucose differences. However, insulin delivery was not suspended. The pump will not be returning for analysis.